Manufacturer narrative:
Per the instructions for use, valve malposition requiring intervention and paravalvular leak (pvl) are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, it appears that the cause of the too aortic position was a result of operator positioning during deployment. The pvl was likely due to the xt valve malposition. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, a 23 mm sapien xt valve was deployed too aortic and severe paravalvular leak (pvl) was observed. A second sapien xt valve was deployed. After balloon aortic valvuloplasty (bav) was performed with a 16 mm z-med balloon, a 23 mm sapien xt valve was deployed with 2 ml less than nominal volume. The xt valve was deployed in a 90:10 aortic/ventricular (a/v) position and severe pvl was observed. Post dilation was performed with 1 ml less than nominal volume but no decrease of pvl was noted. A second 23 mm sapien xt valve was deployed in a 60:40 a/v position with 1 ml nominal volume according to the proctor's direction. Pvl decreased to mild. The procedure was completed. The physician commented that the xt valve and balloon moved up during half inflation but it seemed the bulge in the left ventricular outflow tract was not so severe. The cause of the severe pvl was due to the undesired valve position; furthermore, the malposition was attributed to the failure of positioning the valve during deployment. The aortic annulus measured 20.7mm by tee with mild calcification and the sinotubular junction (stj) diameter measured 23.7mm. The patient had a baseline ejection fraction of 71%.